Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the ball plungers were rusted. This calibrator was originally returned for repair due to a cf0b error code failure when rusted ball plungers were found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.